Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found a broken cable from the mega suturecut needle driver (msnd) instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It is unknown what surgical task was being performed when the issue occurred. It is unknown if the instrument collided with other instrument or tool during the procedure. There were issues related to opening/closing of the grips. It is unknown if there were any issues related to left/right (yaw) motion of the grips. It is unknown if there were any issues related to up/down (pitch) motion of the wrist. It is unknown if there were any cables visibly protruding from the distal end of the instrument. It is unknown if there were protruding cable(s) one(s) that controls opening/closing of the jaws. It is unknown if the protruding cable(s) one(s) that controls up/down motion of the wrist. It is unknown if fragment fell inside of the patient¿s anatomy. It is unknown if the fragment was retrieved during the same procedure. No, the fragment was not retrieved during another surgical procedure. No, photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.